Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one and a half (1.5) years post initial procedure, the patient presented for a routine follow-up CT (computed tomography) scan which detected aneurysm enlargement (by 1cm) and a suspected type iiib endoleak at the aortic bifurcation. The physician plans to re-intervene and will continue to monitor the patient who is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Additional information: the physician elected to explant the device. A type 2 endoleak from the lumbar arteries was identified (non-device related failure). The patient tolerated the procedure well and reportedly is doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted but was not returned, therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Attempts were made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H3: device evaluated by manufacturer has been updated. H6: method code: remove code 4117. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one and a half (1.5) years post initial procedure, the patient presented for a routine follow-up CT (computed tomography) scan which detected aneurysm enlargement (by 1cm) and a suspected type iiib endoleak at the aortic bifurcation. The physician plans to re-intervene and will continue to monitor the patient who is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.